Event description:
An attempt was made to deploy a 2.5 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent in to a pt. The target lesion, located in the lad, was described as eccentrically calcified with 70% narrowing proximal and 75% narrowing proximal/mid and was pre dilated. Resistance was experienced on crossing the lesion and when the device was removed, the physician noted that the stent was damaged. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results - calcification, stenosis; failure to deliver the stent and stent deformation. Conclusion - calcification, stenosis.